Event description:
It was reported when the extension was connected to the parkinson's disease patient's lead during implant that ¿the number 3 connector of the extension became curved¿ and that ¿the screws of all the connectors were loosened.¿ the extension was replaced as a result of the event and the replacement extension was noted to have ¿connected normally.¿ impedance testing was performed and found that electrode three had ¿abnormal¿ impedance values. However, it was noted that since the patient was programmed to only use electrode one, the patient¿s physician decided to leave the system implanted and continue with stimulation. Further impedance testing performed after the completion of the surgery found that all impedances involving electrode 3 were ¿40,000 ohms or greater.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient was receiving effective therapy at the time of follow-up.

Manufacturer narrative:
Device evaluation: analysis of the extension found ¿the extension was electrically ok,¿ though ¿all four setscrew were missing¿ when the device was received for analysis. ¿a known good lead was able to be inserted into the distal connector of the extension. When properly holding the distal connector, a setscrew could be tightened to the lead in each connector with a 4 oz-in torque wrench without twisting the connector block.¿

Manufacturer narrative:
Concomitant product: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.